Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00795, 0001822565-2024-00797, 0001822565-2024-00798, and 0001822565-2024-00799. D10: item# unk 3.5 locking screw; lot# unknown. Item# unk 3.5 locking screw; lot# unknown. Item# unk 3.5 locking screw; lot# unknown. Item# unk cerclage wire; lot# unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing pain approximately one (1) year post-implantation. Subsequently, an x-ray was taken to show the patient's 3.5 locking screws backed out from inside the plate's screw holes. As a result, the patient was revised one (1) month later, where 4 screws were explanted and one was noted to have fractured. X-rays were received by zimmer biomet and were reviewed by a radiologist, where it was also noted that the proximal cerclage cable was disrupted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures identified 4 unknown screws, one of which has fractured. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is no malalignment, implant loosening, or abnormal radiolucency. Four surgical screws are noted along the femur. On this single image, implant fit and alignment are maintained. Bone quality is markedly osteopenic. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is confirmed by provided photo and mmi review. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.